Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are experiencing a high blood glucose level. Customer's blood glucose level was 33 mmol/l at the time of the incident. Customer reported that the elevated blood glucose level was attributable to bent infusion set cannulas. Customer reported that 5 infusion sets from the same box were observed to have bent cannulas. Customer reported that high blood glucose level would occur a few hours after inserting a new infusion set. Customer reported contacting their health care provider, who advised treating their high blood glucose with a manual syringe injection of insulin. No product is expected to be returned.